Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a particle matter. The event occurred after the bag was filled with tpn solution in the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation along with a photograph. Visual inspection along with magnification was performed on the entire fluid pathway of the container which did not verify a particulate matter, however, visual inspection of the photograph revealed a small white elongated polymeric appearing particle morphologically consistent with fill port material that appeared on the inside of the container. Therefore, the reported condition was verified in the photograph; however, not verified in the actual sample. The cause of the condition could not be determined. The possible causes of the particle matter based on the photo sample only include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.